Event description:
No additional information on the reported event.

Manufacturer narrative:
Evaluation of the returned product/photographs provided for lot 6966811 confirmed foreign debris is present inside the sterile packaging, and the sterile packaging remains sealed. The reported event is confirmed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The likely condition of the device when it left zimmer biomet is non-conforming to specification. The root cause of the reported event is the operator not following the provided work instructions during manufacturing. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Product is in process of being returned to zimmer biomet for the investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2021 -02104, 0001825034 -2021 -02105, 0001825034 -2021 -02107, 0001825034 -2021 -02108, 0001825034 -2021 -02109.

Event description:
It was reported that during warehouse inspection, debris was found in the sterile packaging. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.